Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up concluded that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during recorded arrhythmia episodes. The left ventricular (lv) lead had triggered a warning for out-of-range pacing impedance which was currently noted to be low. The leads remain in use. No patient complications have been reported as a result of this event.